Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within specification range. No blank display, unexpected off no power alarms noted and no unexpected low reservoir alarm noted during our testing. The insulin pump passed displacement test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer had high blood glucose levels of 145 mg/dl. The customer reported a blank display from the insulin pump. Troubleshooting was done. The customer reported that a new battery cap for the insulin pump was shipped and was currently being used. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.